Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited loss of capture due to dislodgement also noted was helix damage. The lead was explanted and replaced successfully. No additional information was available.